Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause of the femoral loosening or poly wear. It would not be unreasonable to expect some wear after 10 years of implantation. The need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Surgical intervention because of pain. Found osteolysis, and polyethylene wear.